Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Troubleshooting was performed. Customer reported that they were unable to clear the alarm. Customer stated that they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Customer returned device for alleged device error 81, software error alarm, device error 42, device error 2, device error 3 on event date 04 july 2022.device passed active current measurement, sleep current measurement test, and self-test. Device failed to pass the seating/priming due to device error 54 & device error 81 & device error 2 occurring during testing. Unable to perform rewind, basic occlusion test, occlusion test, force sensor test, displacement test, displacement accuracy test due to device error 54 & device error 81 & device error 2 occurring during testing. Device was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Device error 3 occurred on july 4, 202206:33 pm on event date in history files. Device error 81 occurred on july 4, 202205:49 pm & november 7, 202207:42 am on event date and during testing in history files. Software error alarm occurred on july 4, 202210:10 am-06:49 pm esf#(B)(4), line#450, file#16 on event date in history files. Device error 2 occurred on july 4, 2022 05:49 pm- 06:36 pm & november 7, 202207:43 am on event date in history files. Device error 42 occurred on july 4, 2022 06:33 pm on event date and during testing in history files. Device error 54 occurred on november 7, 202207:43 am file# 32149 line# 202 esf#(B)(4),in history files device was cut open to perform visual inspection and found evidence of moisture damage¿on pcb 2. Motor was tested outside and it passed. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked belt clip rails, broken belt clip rails. Device error 81 & device error 42 & device error 2 & device error 3 is confirmed for being found in history files and due to motor defect. Device error 54 & software error alarm are confirmed due to hardware defect. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.